Manufacturer narrative:
Sections with additional information as of 14-jul-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 27-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 132, 119, 130, 133 and 115 mg/dl. Customer stated results obtained using the true metrix meter were lower when compared to results obtained with her doctor's device; actual meter to meter comparison results were not provided. The customers expected am fasting blood glucose test result range is 130-156 mg/dl; an expected pm fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Customer stated she had contacted her doctor due to the meter results and to request a new meter. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly (same lot number). During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 160 mg/dl and 162 mg/dl using true metrix meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history:(B)(6).